Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker was implanted on (B)(6) 2013. The day after, all leads measurements were reportedly normal. Nevertheless, it was not possible to reprogram the ventilator pacing and sensing in bipolar configuration, despite several attempts. An explanation is required.